Event description:
At about 3 years and 11 months after the primary surgery, the patient came in reporting pain and it was revealed that the patient sustained an mcl injury. The surgeon decided to revise the poly with a higher one (17mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 april 2022 lot 150401: (B)(4). Expiration date: 2020-jun-30. No anomalies found related to the problem. (B)(4).